Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the audio bolus button has a tear in the center. The button cover was removed, revealing contamination on the audio bolus button. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Leak testing revealed a battery compartment leak. There was evidence of moisture contamination observed inside the battery compartment.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, it was reported that the audio bolus button was torn and the button responds intermittently. The patient claimed that the timing of the tear versus unresponsiveness was unknown. The patient confirmed that the pump was exposed to water on occasion. The patient reported that the bolus history was usually reviewed to confirm that the bolus was accurately delivered. The patient alleged that the audio bolus button issue caused an incorrect amount of bolus to be delivered. The patient was unable to elaborate on this issue. When asked if the patient experienced blood glucose issues related to the reported audio bolus button issue, the patient was unable to confirm. The patient only stated that symptoms of nausea and dry mouth were observed when blood glucose rises to 12 or 13 mmol/l but did not say that an elevation occurred recently. The reported information does not suggest that a serious diabetic incident occurred. This complaint is being reported because the alleged audio bolus button unresponsiveness could not be resolved at the time of the contact.